Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and abutment were placed in ada site 3 in the mouth, primary stability was not achieved in type iii bone. Clinician reports the implant's diameter was too small. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day the implant and abutment were placed in ada site 3 in the mouth, primary stability was not achieved in type iii bone. Clinician reports the implant's diameter was too small. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).